Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the device was returned for analysis. The console was attached to a foot pedal; however, no rpm was displayed when the foot pedal was pressed. The stall indicator would not turn on when the main pedal is pressed or released. The most probable root cause of the failure is the proportional valve. The investigation conclusion isolated the failure to a specific component within a bsc system or assembly which contributed to the event; however the cause for the component failure is unknown. (B)(4).

Event description:
It was reported that display issue occurred. A rotablator console was selected for use. However, it was noted that the speed counter was no longer functioning. No patient involved when the issue was noted.